Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch veiro iq meter had a ¿blood reading as control¿ issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. The patient manages his diabetes with insulin (unknown type and dosage) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient stated, 1 hour after the alleged issue occurred, he developed symptoms of ¿sweating and extremely tired¿. At an unspecified time that same day, the patient stated his blood glucose was tested on another meter (unknown type) and obtained a reading of ¿38 mg/dl¿. The patient claimed he was treated by a non-hcp with food and/or drink. At the time of troubleshooting, the cca noted that the patient was using the correct testing process. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.